Event description:
It was reported that the end user leaned forward while in the manual wheelchair with the wheel locks engaged, however, the chair rolled away causing the end user to fall out of the chair. End user sustained a black eye. It was also reported that the back canes and the chair itself is wobbly.